Event description:
The customer reported that the "loudspeaker was out of order". The intellivue mx550 patient monitor was completely out of sound and a "speaker malf. Inop" was displayed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.